Event description:
It was reported during in clinic follow up that the pacemaker had gone into backup mode after a software update. The patient reported discomfort due to pocket stimulation. The device was successfully restored back to original settings through firmware download. The patient was stable.

Manufacturer narrative:
Correction: previously coded h6 as "2959 - inappropriate or unexpected reset", now updated to "1440 - pacemaker found in back-up mode" to reflect product.